Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted related to the reported condition. An internal and external visual inspection was performed and passed. Rite functional and electrical testing was performed. A service history review showed no failures/problems that were the same as, or similar to, the reported condition. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported condition. The sample evaluation was not able to replicate or verify the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burning rubber smell was noted coming from the home choice (hc) after use. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.